Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01969. Medical products: item#:15310, comp rvrs shldr glnsp std 36mm; lot#: 143410. Item#:10031399, mini tray std cocr +0 offset; item#: 64919666. Item#:110031425, cr vivacit-e 36mm brng +3; lot#:64833622. Customer has indicated that the product will not be returned to zimmer biomet for investigation, was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a shoulder arthroplasty and approximately one (1) month later dislocated shoulder. The patient underwent a revision surgery due to the dislocation and disassociation of the implant.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01969-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: forward flexed left shoulder with a pop felt in shoulder, stopped pt. Patient experienced dislocation, pain, and loss of function. X-ray identified the glenosphere was dissociated from the glenoid baseplate, it was free in the shoulder. The glenoshphere was found in the posterior aspect of the shoulder and there were no complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.